Event description:
New information received indicated that failure to capture was noted on left ventricular (lv) lead.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited unintentional extra-cardiac stimulation and high capture threshold. The physician elected to explant the lv lead. There were no patient consequences.